Manufacturer narrative:
A photo and a sample are received from the customer for investigation. After visual inspection of the sample, it is observed that the syringe has no tip, so the defect is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. This damage may be related to an over-threading of a coupling component due to the application of excessive force. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Event description:
During the preparation of a 5fu diffuser, the assistant felt a resistance at the level of the syringe during the withdrawal of 5fu. She then screwed the syringe onto the diffuser without difficulty, but when she pushed the plunger to fill the diffuser, the syringe tip broke off suddenly (see photo), contaminating the isolator with the cytotoxic agent. The syringe and diffuser have been kept, would you like to recover them for expert appraisal?

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative